Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturing representative that a power on reset (por) error code was displayed and the patient's therapy had stopped. The hcp planned to clear the por with a patient programmer and contact the manufacturer again if there were any further issues.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported the distributor checked the patient and the therapy was already recovered. The patient was "ok" right now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.